Manufacturer narrative:
(B)(6). (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. Batch record review: lot 0h02310 was manufactured on 08/20/2020, bodolay manufacturing line with a total of 27,000 market units. Compliance engineer performed a batch record review on (B)(6) 2021, to verify if all the applicable procedures were followed and no issues were found; all the components for assembly were correct per bom and all the tooling information documented was also correct. Sap material 1704768 and manufacturing order 1544320. The batch record review supports that there were no discrepancies related to the issue reported. Returned sample evaluation: there are photographs associated with this case and in these, the reported defect can be seen. No unused return sample was expected. Conclusion summary of the related event: based on the investigation¿s findings using the 6 m¿s methodology and through revision of the batch records documentation, process observation, personnel interviewed, methodology implemented, the root cause for this was identified as machine and method. For open seal (compromised sterile barrier) a kaizen event was conducted to analyze the contributing factor/sources causing the malfunction on boloday machine. See conclusions below: defective spindle: the spindle is a machine part where the film reel stock is placed during the packaging process. Spindle for film material indexation is in bad condition and film reel stock rotates on itself, which causes film to move inadequately and make blister to be cut in seal or dressings trapped in seal. Uncoupling of the blade¿s mechanism: usage of incorrect keyway affects the functionality of the indexing process causing delays and adding vibration to the system. There are discrepancies in the changeover of the wedge of the pulley between maintenance technicians. Even though, the position of the wedge is poka yoke, is recommended to standardize the changing of the pulley for eliminating the use of an incorrect keyway. Worn pulley belt & broken pulley belt teeth: there has been significant variation in the indexation process when pulley belt has been detected as defective. The machine preventive maintenance program was revised and as a result, there is not a standardized useful life for the pulley belt. Malfunction of servo motor: an opportunity was found related to the automation of the bodolay machine. It was evaluated the current automation hardware of bodolay machine, and it was found that current servo motors are not able to detect sudden failures due to mechanical jamming because the current automation design uses technology that are not up to date. Those failures make the indexation process to make undesired movements of the indexed materials which lead to the trapping of dressing or incorrect cut. Corrective and preventive actions will be taken for each of the causes identified for problem solution. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
It was reported that the package was sealed on the product. The product was not used on patient. A photograph depicting the issue was received from the complainant.